Event description:
It was reported that the patient met with a manufacturing representative (rep) for her post-op programming and they got stimulation for her back. Previously stimulation was not in the patient¿s back and the patient was getting stimulation to her side and it was hurting her rib. In the past when she rolled over in her sleep, she would get shocks and that would wake her up. After programming, that night the patient lowered stimulation and lost stimulation. The patient admitted that she did not know what she was doing and she might have adjusted it wrong. The patient went through each program and she was mainly getting stimulation in her thigh or knee. The patient had the ability to adjust pulse width too and it was down to 60 in program #1 and 2, and they increased it to 100, but that did not make a different. When stimulation was on, the patient had stimulation in her thigh or knee area that bothered her. She felt like she needed to itch her thigh. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97791, lot# n512620, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was further reported the patient still had stimulation in her left leg. The patient couldn't increase stimulation in order to get coverage in the left back as it would penetrate her left leg too much. After the post-operative programming she had 8 screens instead of 4 (like prior). The patient was unable to program it herself. She was redirected to her physician.